Manufacturer narrative:
(B)(4). The returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. Upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. No issues were observed with physical connectivity of the device. The device was fully articulated in all directions; no issues were identified with the image; no issues were identified with the image. Real-time x-ray was used to image the distal tip, including the thru-silicon vias (tsvs), redistribution layer (rdl), and camera wires. No damage was observed to the camera wires at or inside of the camera housing/cap. In the handle, no damage was observed to the printed circuit board assembly (pcba). The handle was opened and the connection of the camera wires to the pcba was inspected. No damage or defect was noted on the bond between the solder pads and the camera wires. The glue feature was wiggled with tweezers to test the solder bond of the wires, and no change to the image was noted. Pressure was applied to the ground pad on the pcba using a screwdriver, and no flex was observed on the pcba. It appeared fully bonded to the breakout and no components on the board appeared damaged. The camera wire in the breakout region was visually inspected. It was noted that there was some compression marks along the jacket in the breakout region. Using a wire jumpered to the ground on the board, the wire was tested for any exposed wire and no issues were found, indicating no damage was present in the wire. The reported event was not confirmed. Upon analysis, the returned device was unable to replicate the failure or identify any issue that could have caused or contributed the reported event. A DHR confirms the device met all manufacturing specifications, and therefore there is unlikely an issue related to manufacturing. A review of the risk documentation confirms that the failure is not a new or unanticipated event, and therefore it is unlikely an issue with the design of the device. Based on all gathered information, it was concluded that the most probable root cause of this complaint is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image on the screen went black and would not show spy image on picture in picture (pip) screen. The procedure was rescheduled due to this event. There were no patient complications reported as a result of this event.